Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open at the middle section.  The patient was undergoing surgery for treatment of a fusiform, unruptured ica pcomm aneurysm with a max diameter of 25mm and a 12mm neck diameter. The landing zone was 4.12mm at the distal end and 4.75mm at the proximal end. It was noted the patient's vessel tortuosity was severe. The access vessel was the ica with 5mm diameter. No patient symptoms or further complications were reported as a result of this event. Dapt (dual antiplatelet treatment) was administered and pru level was 175. The angiographic result post procedure was the artery was filling the same as prior to the procedure. It was reported that the mid segment of pipeline was not opening. They tried re-sheathing and deploying again but at the bend it was not opening. Hence, the catheter was removed along with the pipeline within and new device along with catheter was taken. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was re-sheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was re-sheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. Ancillary devices include a neuron max sheath, neuron guide catheter, traxcess guidewire, and phenom microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the procedure was completed with another competition device.

Manufacturer narrative:
Product analysis #(B)(4): ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex shield device and phenom 27 micro catheter were returned for analysis within a shipping box; within an opened pipeline flex shield and phenom 27 outer cartons and inner pouches; and within a dispenser coils. The pipeline flex shield pusher was returned outside the phenom 27 catheter. ¿ damage location details: no bent or kink was found with pusher. The was found to be stretched and the shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal end of the pipeline flex shield braid appeared to be not opened and moderately frayed. In addition, the middle section of the pipeline flex shield braid appeared fully opened and no damage. The proximal end of the pipeline flex shield braid was found fully opened and moderately frayed. The catheter tip and marker were examined; and no damages were found. The catheter body was found to be kinked at ~44.5cm from the hub. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. An unsuccessful attempt was made to flush the phenom-27 with water. Phenom 27 was occluded with blood. For further examination, the catheter was cut to remove the pipeline flex shield braid from the catheter lumen. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the middle section. The event cause could not be determined as the middle section of the braid appeared fully opened with no damage. The distal end of the pipeline flex shield braid appeared to be not opened due to damaged braid. The proximal end of the pipeline flex shield braid was found fully opened and moderately frayed. It is possible that the severe vessel tortuosity may have contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.